Manufacturer narrative:
It was reported that a (B)(6) year old female was ambulating in the hallway after getting out bed. According to the customer, her mother, the end user, grabbed the rollator, which hit the door in the bedroom and the left front wheel came off causing the end user to fall to the floor. The customer stated the ambulance was called and the end user was taken to the hospital, where the end user was diagnosed with a broken bone in her spine. The end user required unspecified rehab for the injury to her spine. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the end user fell when her rollator hit the door and she fractured her spine.